Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 466 mg/dl and 300 mg/dl. The customer did not provide details on symptoms and treatment related to the high blood glucose levels. Customer stated that insulin pump had received insulin flow blocked alarm during basal. Customer also stated that the insulin exited. Troubleshoot was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. A water filled reservoir was used during testing. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. Device was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. (B)(4).